Manufacturer narrative:
The farastar generator was evaluated by boston scientific. The returned farastar hv power board was confirmed to have electrical defects. When installed in a console the error 201 appeared upon powering on. The second stage igbts (q12/q14) were found to be short. The reported clinical observation of procedure cancellation was able to be confirmed via laboratory analysis.

Event description:
This event is being reported for aborted/cancelled procedure with a patient under sedation. During an ablation procedure to treat an atrial fibrillation a farastar pulsed field ablation generator was selected for use. It was reported that after 90 applications the error e-0x305: voltage failure appeared. The system was rebooted, and after several attempts the error f-0x201: main post failure occurred. At the time of the event no patient complications were reported. The procedure was cancelled due this issue. The device is not expected to be returned.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
This event is being reported for aborted/cancelled procedure with a patient under sedation. During an ablation procedure to treat an atrial fibrillation a farastar pulsed field ablation generator was selected for use. It was reported that after 90 applications the error e-0x305: voltage failure appeared. The system was rebooted, and after several attempts the error f-0x201: main post failure occurred. At the time of the event no patient complications were reported. The procedure was cancelled due this issue. The device is not expected to be returned.